Event description:
Per the clinic, the device was explanted due to a performance decrement. Reprogramming attempts were made but could not resolve the issue. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).